Manufacturer narrative:
(B)(4.the patients are instructed to discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.a 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number are unknown. The reported condition could not be confirmed and the cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
On an unknown date, the (B)(6) patient began dianeal-n pd-4 (B)(4) therapy. On unknown date, the patient reportedly developed peritonitis. The patient was hospitalized on (B)(6) 2011 due to the peritonitis. An unspecified antibiotic was administered. An alternate antibiotic was initiated (dose, route and length of therapy unknown). Peritoneal dialysis (pd) therapy continued. The physician believed that the event was not related to pd solution because the event was infectious. A break in aseptic technique was not denied as the cause of the event, but an endogenous factor was also suspected. The patient reportedly was discharged in (B)(6) 2011. On (B)(6) 2011, the patient's family contacted baxter (B)(4) technical service center and stated that on (B)(6) 2011, the patient experienced a recurrence of peritonitis and was hospitalized due to the event. It is unknown if cultures or labs were performed. It is unknown what interventions were required. There was no allegation of device malfunction. The patient outcome is unknown. No further information is available.